Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation. The pt has not charged her ipg for eight months. An sjm rep met with the pt and determined the charger is functioning normally, however, the programmer states the stimulation is off. Her physician recommends replacing the ipg.